Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up will be submitted with all additional, relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device noted that only a piece of the suture was returned for investigation; therefore, the scope of this investigation was very limited. Inspection of the returned suture revealed a properly formed suture knot with unknown material captured. It was reported that the suture was pulled out of the artery upon removing the device. However, the returned condition was consistent with the suture being pulled out of the artery while tightening the knot to close the vessel. A piece of unknown material captured was analyzed using fourier transform infrared spectroscopy (ftir) method. The unknown material spectrum was compared to the bio-rad library for possible chemistry matches. When comparing all of the bio-rad library spectral results, it was determined that amine biologic and collagen matches are the closest to the unknown extraneous material from the returned suture. Based on our investigation, the reported difficult device removal could not be confirmed as the device was not returned for investigation. However, the reported scarred tissue could have been a contributing factor as it could cause resistance in removing the device. The probable root cause for the suture being pulled out of the artery is applying excessive pressure to the suture while tightening the knot due to the presence of scarred tissue at the groin. The ftir analysis of an unknown material indicated that it was not a product associated with a proglide device. It possibly is a product used during the procedure or prior arteriotomy. However, this can not be confirmed. No manufacturing or quality deficiency was detected as a result of this investigation. A review of the product lot history record and a query of the complaint database for similar incidents within the lot could not be performed because the device was not returned for investigation and the lot was not reported.

Event description:
It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of the common femoral artery after a diagnostic procedure. Reportedly, during device removal, the physician felt tension. On removing the device, the sutures pulled out of the artery along with a piece of tissue attached. Manual compression was applied to achieve hemostasis. There was no reported adverse patient sequela. Though requested, additional information was not provided.